Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that image acquisition was not available. Customer informed to philips field service engineer that issue was resolved by customer themselves and onsite service was not required. No activity was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image acquisition was not available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.